Manufacturer narrative:
Additional fields: h6. Corrected field: d10. The customer reported that the advanta v12 stent could not be passed through the lesion and the physician had to remove the stent catheter with the stent. Upon inspection of the stent and stent catheter the physician recognized damage of the proximal end of the stent and stent struts. The device in question was returned and evaluated. The returned device showed that the stent was still crimped on to the folded balloon. Upon close inspection one end cell of the stent had been lifted up and inverted confirming the complaint. Based on the details of the complaint the stent was pulled back through the introducer sheath. This is likely why this one stent end cell was damaged. When pulling the undeployed stent back through the sheath this portion of the stent likely caught the distal edge of the introducer sheath inverting it upon withdrawal. The instructions for use aw011781 revision aa specify in the warnings and caution section ¿do not pull an unexpanded stent back through a guiding catheter or sheath¿ as well as ¿removal of an unexpanded or partially expanded stent- extreme caution must be used when removal of an unexpanded or partially expanded stent is necessary. The stent/delivery system should be withdrawn until the proximal end of the stent is aligned with the distal tip of the sheath. The sheath and the stent/delivery system should then be removed as one unit. All stents are inspected after being crimped on to the balloon for damage as well as within the final inspection of the device it is unlikely that the damage to the stent occurred at the site of manufacture. No evidence was identified to suggest that this complaint is related to design, materials, equipment or process or instructions for use. A review of the device history records shows that there were no non-conformances noted and the product met all quality and performance requirements. A recurring lot number query was conducted for l/n 518093 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA, ncrs and complaints was completed, which did not identify any issues directly related to this complaint. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the device evaluation, the complaint is confirmed however, the damage was likely not present when manufactured as the crimped stent is inspected 100% after the stent crimping process in manufacturing and again when the stent is packaged. Based on the fact that the undeployed stent was withdrawn back into the introducer sheath this complaint is associated with user error.

Event description:
N/a.

Event description:
It was reported that advanta v12 stent was passed through a short 7fr. Terumo to restore a lesion and there was no vessel preparation of the calcified lesion done in advance. The stent could not be passed through the lesion so the physician had to remove the stent catheter with the stent. Then vessel preparation was done and a self expandable stent was used to restore the lesion. The procedure was completed without any complication or bleeding. No harm was reported.

Manufacturer narrative:
Due to character restrictions in block e1, d10. Event site name: (B)(6). Concomitant products: 7fr. Terumo sheath, mustang pta balloon catheter, self expandable stent. Upon completion of the investigation into this event a follow-up report will be submitted. This event occurred on the germany market on a device that is distributed exclusively outside of the USA. Therefore, no gudud information exists. UDI information provided in d4 is for the advanta stent (ous device). It is a significantly similar device to icast stent which is sold in the USA under primary di number (B)(4), premarket submission number: p120003.